Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed system error.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Additional information: e1((B)(6)). A getinge field service engineer (fse) confirmed and stated to resolve issue fixed lack of regulator (pressure) by replacing broken o-ring, replaced compressor, filters, tidal volume disk, safety disk. There was patient involvement but its unknown if there was any harm.